Manufacturer narrative:
Initial 1 of 2 e1: patient city: (B)(6) patient country: puerto rico, u.s. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that infusion set tape not sticking and fell off from body due to sweating on (B)(6) 2026.